Event description:
It was reported that the patient presented to the operating room for lead extraction due to high, out of range, pacing lead impedance and increased capture threshold. The lead appeared to be intact under fluoroscopy. When a catheter was advanced into the ra, the patient became acidotic and CPR was performed for approximately 40 minutes until the patient was declared expired. It was reported that there is no suspicion that the lead in any way contributed to the patients metabolic state or death.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.